Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed insertable cardiac monitor (icm) exhibited noise. The icm was taken out of the patient and an alternate near at hand was implanted instead. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5156025.